Event description:
It was reported by the customer that a pyxis anesthesia system drawer cm-18 is jammed. The customer stated that this malfunction occured while removing/issuing medication to the patient. This incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer cm-18 is jammed. A field service engineer verified the station functionality, performed general preventative maintenance and found no issue. The system functioned as intended after troubleshooting.